Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
A healthcare professional reported that a patient was injected for the 1st time approximately 8 months ago in the cheeks/midface with juvéderm® voluma¿ xc. The patient came back 2 months later for a follow up and received a touch up on each cheek. Everything seemed to be fine until the 10th month when the patient began to experience itchiness, and swelling in the right cheek. The hcp gave the patient a steroid pack and on that same month the swelling was better. However, on the 11th month the patient said they felt tightness again in the cheek, so the provider dissolved cheeks on the next day. However, the patient is still having issues. The patient also received restylane kysse in the lips and experienced swelling in the lips. The patient had the flu, and they think it may be related to the swelling in the injection sights. This is for the first injection of juvéderm® voluma¿ xc.